Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the reported breakage. The root cause is attributed to user error/technique. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The threaded adaptor broke in half during use.